Manufacturer narrative:
(B)(4): the hospital biomedical engineer advised physio-control that during further testing of the device, they were unable to duplicate the reported failure to deliver energy. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that during a device test, the device would not deliver the defibrillation energy into the test load. This was observed during testing and there was no patient use associated.